Manufacturer narrative:
Investigation results: device technical analysis upon receipt at our post market quality assurance laboratory, the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 8mm from the tip. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 50-60% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured and leaked on initial inflation at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as result of the event. It was further reported that the balloon ruptured during inflation at 3 atmospheres. The balloon was removed by simply pulling out.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that balloon rupture occurred. The 50-60% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured and leaked on initial inflation at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as result of the event. It was further reported that the balloon ruptured during inflation at 3 atmospheres. The balloon was removed by simply pulling out.

Event description:
It was reported that balloon rupture occurred. The 50-60% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.5mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. During the procedure, the balloon ruptured and leaked on initial inflation at 6 atmospheres. The procedure was completed with a different device. There were no patient complications as result of the event.